Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Lot#: unknown/not provided. Expiration date: unknown as product lot number was not provided. UDI #: a complete UDI # is unknown as product lot number was not provided.  If implanted; give date: n/a (not applicable). The cartridge is not an implantable device. If explanted; give date: n/a (not applicable). The cartridge is not an implantable device; therefore, not explanted. Device manufacture date: unknown, as the lot number of the device was not provided.  Device evaluation: the product testing could not be performed as the product was not returned. The customer's reported complaint was not verified. Manufacturing record review: a manufacturing record review could not be performed as no lot number was provided. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that lens model, zcb00 was loaded incorrectly, the lens got stuck in the cartridge and was partially inserted into the patient's eye. There was no patient injury reported. No additional information provided.